Event description:
Philips received a complaint on the v60 ventilator, indicating that the touchscreen has issues intermittently. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The customer evaluated the device with a philips remote service engineer (rse). The customer stated they had calibrated the touchscreen a few times in the past few weeks. The rse provided the part # for the touchscreen to the customer.

Manufacturer narrative:
H10: per good faith effort (gfe) response received on (B)(6) 2023, the customer stated that the issue has still not been resolved, as the second-generation user interface (ui) printed circuit board assembly (pcba) is on backorder. The repair for this device cannot be conducted at this time due to a backorder status of a part (ui pcba) needed for correction. The material ordered aligns with the recommended repair of the reported malfunction per the service manual. When all parts become available, the repairs will be conducted. If new information is received and suggests that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.